Event description:
Repair center alleged the unit will not start, the capacitor has a short circuit.per independent repair statement the unit will not start. Key failure was the capacitor short circuit. Additional malfunctions were the tie wraps were defective.